Event description:
Boston scientific received information that this patient's latitude system detected another red alert (high shock impedance) in (B)(6) 2011. The local representative and clinic nurse were notififed of the alert. Subsequently, boston scientific received information from the local representativ that this patient's device was not re-evaluated at the clinic. No intervention (reprogramming or invasive) have been planned or undertaken. The physician has elected to continue monitoring the impedance measurement trends.

Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (high shock impedance) in late (B)(6) 2011. The local representative and physician were notified of the alert. The available information suggests that the device and lead system remain inservice and no intervention (reprogramming or invasive) was undertaken at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (high shock impedance) in late (B)(6) 2011. The local representative and clinic nurse were notified of the alert. The available information suggests that the device and lead system remain inservice and no intervention (reprogramming or invasive) was undertaken at this time.

Event description:
Subsequently, boston scientific received information in (B)(6) 2012 that this device has a history of variable shock impedance measurements. The clinic continues to monitor the shock impedance measurements through the patient''s monitoring system. The available information suggests that the device remains in-service.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high shock impedance). The local representative and on-call physician were notified of the alert. The physician contacted technical services and mentioned that he has observed high shock impedance in other patients implanted with single coil leads. Historically, these patients are presented to the electrophysiology (ep) for shock lead integrity testing (slit) and commanded 1.1 shock tests. In general, the shock impedance have been variable but still within normal limits. The physician mentioned that the daily measurements (dm) and in-office manual tests are so susceptible to noise that out-of-range (oor) readings are recorded but are false-positive each time. Technical services contacted the marketing manager to follow-up with the physician. The local representative informed technical services that only one oor measurement occurred and planed to follow-up with the physician.